Event description:
Note: this report pertains to a spyscope ds ii access and delivery catheter and an advanix biliary stent that were used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and an advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the biliary anatomy on (B)(6), 2020. Reportedly the stent was indwelled approximately for 6 weeks. According to the complainant, during the planned stent removal procedure, the physician found that the stent was broken and had migrated proximally, near the bifurcation. The physician attempted to retrieve the migrated stent using the spyscope ds ii with a spybasket and spysnare; however, the image looked scrambled and then three gray dots appeared across the screen. They tried to resolve it by restarting the system and unplugging the spyscope from the controller, but the image still looked scrambled. Since the patient had been in the procedure for two hours, they decided to stop the procedure. The procedure was not completed due to this event. Reportedly, the stent was explanted on (B)(6), 2020. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and a live and clear image was displayed. No problem identified with the image. No problem was observed with physical connectivity of the device. The device was fully articulated in all directions; no problem was identified with the image. X-ray imaging showed no damage to the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. X-ray imaging of the handle also showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect was noted. The reported event was not confirmed. Upon analysis, the returned device was unable to replicate or identify any problem that could have caused or contributed to the reported event. The device met all manufacturing specifications, and therefore there is unlikely a problem related to manufacturing. A review of the risk documentation confirms that the problem is not a new or unanticipated event, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii access and delivery catheter and an advanix biliary stent that were used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and an advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the biliary anatomy on (B)(6) 2020. Reportedly the stent was indwelled approximately for 6 weeks. According to the complainant, during the planned stent removal procedure, the physician found that the stent was broken and had migrated proximally, near the bifurcation. The physician attempted to retrieve the migrated stent using the spyscope ds ii with a spybasket and spysnare; however, the image looked scrambled and then three gray dots appeared across the screen. They tried to resolve it by restarting the system and unplugging the spyscope from the controller, but the image still looked scrambled. Since the patient had been in the procedure for two hours, they decided to stop the procedure. The procedure was not completed due to this event. Reportedly, the stent was explanted on (B)(6) 2020. There were no patient complications reported as a result of this event.